Event description:
Optometrist reported a patient having pain, redness and irritation in left eye. Slit lamp exam showed microcystic edema and corneal haze; patient was diagnosed with uveitis and was treated with prednisolone acetate and zaditor. One week later at follow up visit, patient's condition improved and lens wear was resumed. One month later, patient was diagnosed with unilateral allergic conjunctivitis, dermatitis, injection and punctate keratitis; was referred to an allergist who confirmed by patch testing that the patient is allergic to many acrylic and resin monomers. The optometrist claims the uveitis is not lens related, but the conjunctivitis and papillary reaction may be related as it is consistent with an inflammatory response. The patient, the patient's allergist and ophthalmologist are convinced it is casual. Patient's condition has improved and is wearing the same lens with 20/20 visual acuity, however, patient will continue to have an inflamed eye and uveitis.

Manufacturer narrative:
The device was not returned to the manufacturer and no manufacturer lot number information was provided. The optometrist claims the uveitis is not lens related but the conjunctivitis and papillary reaction may be related as it is consistent with an inflammatory response. Based on all information, no causal factors can be determined, and no conclusion can be drawn.